Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated section h7 and h9. The delivery system was not returned to edwards lifesciences for evaluation.  A review of the pictures provided revealed the following:  calcification of the annulus; calcification of the aorta and iliac arteries; the balloon burst and separated, the proximal balloon shoulder appeared bent; the distal tip was separated. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The balloons were 100% visually and dimensionally inspected for any abnormalities.  The delivery systems are 100% visually inspected by both manufacturing and quality for any defects.  In addition, product verification testing was performed on a sampling basis and met specifications for lot release.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaints for delivery system withdrawal difficulty through sheath.  Review of complaint history from (B)(6) 2018 to (B)(6) 2019 for the ultra delivery system (all models and sizes) revealed additional similar complaints for the trend categories, however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient/procedural factors may have caused or contributed to the similar events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for balloon burst, delivery system withdrawal difficulty through sheath, distal tip/nose tip separated, and balloon separated were confirmed by the provided photos and procedural imagery. A review of the manufacturing mitigations, lot history, DHR, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the events. Additionally, a review of the IFU and training manual revealed no deficiencies. As per the provided imagery, the patient¿s annulus was calcified. It is possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Once the balloon burst, the balloon profile would have been larger than normal. This would have contributed to the withdrawal difficulty. The calcification and tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The balloon burst and lack of coaxial delivery system retrieval likely resulted in the distal shoulder and/or balloon caught on the sheath tip. Using higher force to retrieve the delivery system may have caused the balloon and nose tip to separate.  Per training manual, ¿do not force if resistance is met near or at the sheath tip. Forcing retrieval when meeting resistance could result in additional balloon material tearing or tip¿. Excessive device manipulation during retrieval could have then resulted in the separation of the balloon and distal tip. As such, it is likely that patient factors (calcification/tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation, a product risk assessment (pra) escalation, or a corrective action are not required.  However, per management¿s discretion, a pra was previously initiated to investigate the ultra delivery system balloon burst issue and its associated risks. A training bulletin was previously released to assist in reinforcing key training steps in valve deployment and delivery system removal. Additionally, a corrective action, preventive action (CAPA) was previously initiated to address the ultra balloon burst and retrieval issues.

Manufacturer narrative:
The ultra delivery system was returned after being used in the procedure with the loader assembly fully inserted on the balloon shaft. A 3-way stopcock was attached to the balloon port. The guidewire lumen was separated from the delivery system. Some flex was used. The returned devices were visually inspected and the following were observed: the balloon burst both radially and longitudinally; the balloon separated, but no balloon pieces appear to be missing; a bend on the flex shaft is visible approximately 9.5¿ from flex tip.  Due to the returned condition of the device (inflation balloon burst), no relevant functional testing was able to be performed. Dimensional analysis was performed and single wall thickness of the inflation balloon was measured near the observed burst.  The balloon single wall thickness at all measured locations were within specification.  The complaints were confirmed visually.  It is likely that patient factors (calcification/tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 29mm sapien 3 ultra valve with an esheath in the aortic position, the balloon burst during valve deployment.  The valve was successfully implanted.  High push force was noted with the ultra delivery system during insertion.  Upon removal, the delivery system and sheath was pulled together but half of balloon (fluoro marker and tip) was still in place on the wire. The physician was able to straighten the pigtail and retrieve the wire with the remaining portion of the balloon. The vascular surgeon was able to explant the wire with all remaining components of the catheter with surgery and repaired the vessel with a graft. The patient was stable post procedure.